Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in one piece. Visual examination found one external abrasion breaching the outer insulation exposing the outer coil consistent with friction to the device can. No other anomalies were noted with the exception of procedural damage. The product serial number was not identified.

Event description:
This report is to advise of an event observed during analysis.